Manufacturer narrative:
The suspect device was not returned for evaluation, examination of the photo provided confirms that the hub of the catheter has detached with a small portion of the catheter within the hub. The reported failure was observed however, the photo provided does not provide sufficient evidence to determine whether the device was defective from manufacturing or from use. The root cause cannot be determined. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Complaints of this nature are monitored by the engineering, quality, and management team members. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that prior to use, the tip of the catheter was found to be detached. No patient involvement.